Event description:
Caller reported damage to the pump housing surrounding the usb port, with the issue not affecting the ability to charge the pump, though the pump could no longer be guaranteed watertight. There was no adverse impact to the customer's blood glucose level. Customer continued using the current pump while awaiting a replacement, which was sent by technical support with updated software. Training was made available in the customer's tandem source account, and instructions were provided for transitioning to the new pump and returning the damaged one.